Manufacturer narrative:
The actual device involved in the incident was returned for evaluation. The lot code indicates a 2004 date of manufacture. Upon inspection, it was noted that the insulation near the tip of the shaft was worn. Hypot testing confirmed failure at tip where the insulation is worn. A device history review was conducted with no issues noted. A historical complaint review was also conducted with no trend found for this type of complaint on this product code. Unfortunately, it cannot be readily determined why the insulation is worn. Instrument has potentially been in use since 2004. Prior to use, all instruments should be inspected to insure proper function and condition as per our instructions for use.

Event description:
Resposable scissor handle/shaft did not fit correctly with scissor and caused a burn to the patient's liver during a lap chole procedure. Additionally, the account stated the physician was doing a laparoscopic procedure with the laparoscopic scissor handle with disposable scissors attached to a bovie when an electrical arc occurred and caused a burn to the patient's liver.